Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the unit. Fss verified vitrectomy turns on and is cutting. Fss verified all pressures and all functions are within specifications. Fss found the disposable vitrectomy handpiece they were using was not working, when using another disposable vitrectomy handpiece, unit was working fine. Fss completed the field system checkout and verified all modes of operation and all calibrations. Unit complies with all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that vitrectomy was not working, that when they were using the system the vitrectomy was not cutting. When asked if the handpiece was swapped out and customer contact person reported that he thought it was. It was reported that there was patient involvement and that the treatment was completed successfully. The contact person said, he thinks that maybe another system was brought in. The contact person did not give any further details of what was tried, just that troubleshooting was done.